Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device receipt date should be 27dec2022. Based on the results of the legal manufacturer's investigation, it was determined, that the events occurred, due to the failure of the patient circuit (ex) board. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center is unable to recognize certain scopes and fails to display image. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.